Manufacturer narrative:
Patient information unknown, information not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as there is no indication that the device was explanted. Initial reporter phone number: (B)(6). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported to u.s. Food and drug administration (FDA) of experiencing halos with the intraocular lenses (iols), model zlu225 and zlu150. The patient waited for a year and there was no change in the vision and waited another year which still no change was noticed. The patient indicated that the symptoms make it impossible to drive at night or to use the computer and that the television also has halos coming from it. The patient went in for help and was told that the symptoms will "go away, stay the same or get worse". No further information was provided. This report pertains to the reported event with the intraocular lens, model zlu150. A separate is being submitted for the other lens, model zlu225.